Event description:
The special care nursery was utilizing neotech product #n336 as a replacement item fro philips product #13953a. The neotech product is designed to gather vital information on newborn infants to include heart rate and rhythm (ECG). The first issue that was encountered is that these products were struggling to read both rate and "rhythm", and more than 75% of the time showed an infant heart rate of "0", implying that the infant didn't have a pulse. The second issue arose when the nurse assigned to the infant went to give the infant a bath and discovered that the neotech product (which is in the shape of a heart) had left what appeared to be chemical burns and bruising in the shape of a heart on the infant's belly and back.